Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes for software error, ventilation error and communication error during ventilation. The service engineer examined the ventilator on-site but could not reproduce the problem. Device logs were downloaded for evaluation, but no further information has been received despite reminders. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on the date of event (B)(6) 2021. As no faulty part was received for investigation, the cause of the reported problem could not be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a software error. There was no patient harm. Manufacturer ref. #: (B)(4).